Event description:
It was reported the patient's stimulation was auto-reducing. A lead diagnostic was performed and confirmed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.